Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error post reset ram crc alarm. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer also reported that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for stuck button alarms and insulin pump error alarms found on (B)(6), 2022. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump received with fully functional keypad. Keypad traces were inspected and found corrosion damage on the keypad traces. Keypad flex connector is plugged in properly. Insulin pump properly tested with displacement test and self test. Stuck button alarms confirmed in the insulin pump history/trace files on (B)(6) 2022 at 19:02:27.000. Insulin pump error alarms confirmed on the insulin pump history/trace files on (B)(6), 2022 at 19:03:33.000. Insulin pump passed keypad voltage test. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Unexpected insulin pump error alarms confirmed in the insulin pump history/trace files on (B)(6), 2022 at 19:03:33.000 as a result of an unexpected restart caused by stuck button alarms. Stuck button alarms confirmed in the insulin pump history/trace files on (B)(6) 2022 at 19:02:27.000 due to corroded keypad trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.